Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number h12j01053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and vomiting coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and began treatment with vancomycin and ceftazidime (routes, doses and frequencies not reported) for peritonitis. Two day later, vancomycin and ceftazidime therapies were withdrawn. On the same day, the patient was discharged from the hospital. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.